Manufacturer narrative:
H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual sample was returned to the manufacturing facility for evaluation. Visual inspection upon receipt found that the shaft had been fractured at the distal end. The total length of the returned sample was measured and it was determined it is likely that the actual sample is missing the distal extreme segment. Magnifying inspection of the fracture end found that the urethane outer layer had been diminished toward the end with the exposure of the gold coil. Electron microscopic inspection of the fracture revealed the generation of some creases on the urethane layer. The outside diameter was measured on a current product sample and confirmed to meet manufacturer specification. The actual sample underwent tactile inspection for the state of the lubricity of the coating along the wire and confirmed to meet manufacturer specification. The urethane outer layer was removed for further inspection of the core wire and the gold coil. Electron microscopic inspection found that the core wire and the gold coil had been diminished toward the end and there was no anomaly found which could act as a trigger of the generation of the fracture. Tensile resistance test was conducted on a current product sample and a retention sample from the involved product/lot# and all samples were confirmed to meet manufacturer specification. Functional testing could not reproduce the reported failure. A review of the device history record and the shipping inspection record of the involved product/lot# combination was conducted with no relevant findings. A review of the complaint file did not find any other report with the involved product code/lot# combination. There is no evidence that this event was related to a device defect or malfunction and the exact cause cannot be determined based on the available information from the user facility and investigation results. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported a fracture on the rf gw m device. Follow up communication with the user facility confirmed the following information: the customer applied torque forces to the actual sample several times in the state of it being subjected to a tensile force; the distal tip of the actual sample fractured and remained in the patient's body; and it was reported that the fractured segment migrated from gda farther into a small peripheral vessel and it became impossible to retrieve it with a snare and it is still in the patient's body.